Manufacturer narrative:
(B)(4). The device was returned for analysis in good condition with no visible damage observed. Device analysis revealed that the system performed with no issues and met the specifications of the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12367 and 2134265-2017-12368. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the ilab froze during pullback and monitor display turned black. When automatic pullback was reinitiated, pullback failed. No patient complications were reported.